Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation that the compact air drive device had many parts that were rusted and its motor jammed. It was further noted that the device failed reverse locking mechanism, function of soft mode switch (safety system), and untrue running. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The event date was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.